Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6), 2026, the patient¿s blood glucose levels increased to 900 mg/dl after more than 48 hours of pod wear on the abdomen. The patient experienced symptoms including episodes of severe vomiting, which prompted her to seek medical attention. She was subsequently admitted to the hospital and diagnosed with diabetic ketoacidosis. Treatment during hospitalization included intravenous fluids and insulin therapy, including humalog insulin. The patient remained hospitalized for approximately three days and was discharged on (B)(6), 2026. The patient reported that several omnipod alarms occurred on march 15, 2026, the day prior to the onset of elevated blood glucose levels, including ¿no active pod,¿ ¿pod out of insulin,¿ ¿pod expired,¿ and ¿low pod insulin.¿ she further stated that she had replaced the pod that day; however, review of her omnipod history indicated that a pod was active from march 12 to march 15, with no record of a new pod activation between march 15 and march 18. Additionally, the event history for march 15 recorded the following events: the system switched to manual mode at 9:44 pm, the pod was deactivated at 9:45 pm, and automated mode resumed at 12:00 am. No additional history is available from 12:00 am until march 18, following hospital discharge. According to the patient, the pod involved was discarded and is unavailable for investigation.